Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The contribution of the devices to the reported event could not be corroborated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Note, selected date of occurrence is paper publication; actual event date is unknown.

Manufacturer narrative:
Internal complaint reference case- (B)(4). Initial reporter postal code (B)(6). Mehta, n., graham, s., lal, n., wells, l., giotakis, n., nayagam, s., & narayan, b. (2021). Fine wire versus locking plate fixation of type c pilon fractures. European journal of orthopaedic surgery & traumatology, 1-8. Doi: https://doi.org/10.1007/s00590-021-03048-3.

Event description:
On the literature article named "fine wire versus locking plate fixation of type c pilon fractures", the authors of the study reported that, after bone healing, 5 patients that were originally treated with an orif system for a type c pilon fracture developed an unspecified condition requiring an unspecified medical intervention.